Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient stated that they received a call from a manufacturer representative (rep) to see if they needed any help with the device. The caller noted that during the trial they had excellent results, but since they got the permanent implant they had been able to get it to where it's a little better, but not like it was after they first had it put in for the trial. The caller mentioned that they went to their healthcare provider (hcp) and they gave them a chart to try to keep changing the settings and stuff. The caller added that they had it on 0.7. The agent asked the caller if they were getting at least 50% relief in their baseline symptoms and caller stated they're not. They added they've already made some adjustments so far from 0.6-0.7. The agent reviewed therapy information, general programming guidance and stimulation expectations with caller. The caller confirmed that they could feel the flutter/tingling occasionally. The patient requested their rep to contact them. The agent emailed the rep. The rep responded that they were no longer in that position so the agent emailed a different rep. The patient was redirected to their hcp to further address the issue.